Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) black area was torn, and orange was showing even after scissor tip cover is placed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the team opened the peel packed scissors in two different rooms, they noticed the area past the orange was torn (gray area). This showed more orange that would not be covered by the scissor tip cover. Both teams opted not to use the scissors on the cases and got new scissors.

Manufacturer narrative:
Intuitive has received the monopolar curved scissors (mcs) associated with this complaint and completed investigations. The instrument exhibited scratch marks/abrasions on the laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.145¿ x 0.063¿. There was not any material missing.